Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issues of the device providing low fio2 (fraction of inspired oxygen) readings and lower than expected exhaled tidal volume (vte) levels was confirmed. The asp replaced the external flow module (efm) and o2 and power bracket assembly to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issues was the efm and the o2 controller portion of the removed o2 and power bracket assembly. H3 other text : device serviced by asp.

Event description:
It was reported to ventec by a third party service agent that the device was providing low fio2 (fraction of inspired oxygen) readings and that its exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.